Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment of a heavily calcified lesion in the right sfa the tip of the support catheter allegedly detached and migrated to the profunda femoris artery. The health care provider (hcp) attempted to snare the detached tip but was unsuccessful. It was further reported that the hcp decided to leave the detached tip in situ as there was no potential health hazard to the patient. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Event description:
It was reported that during treatment of a heavily calcified lesion in the right sfa the tip of the support catheter allegedly detached and migrated to the profunda femoris artery. The health care provider (hcp) attempted to snare the detached tip but was unsuccessful. It was further reported that the hcp decided to leave the detached tip in situ as there was no potential health hazard to the patient. The procedure was concluded, and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned. The investigation is confirmed for tip detachment as the 1.8cm of the catheter distal end is detached and not returned. Per the reported event the lesion was heavily calcified and the catheter was not being used for a recanalization procedure, this may have contributed to the event. However, the root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: while retracting the catheter, if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or catheter separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the catheter, introducer sheath and guidewire (as necessary) as a single unit.